Event description:
Device history record was reviewed, no event linked to the reported issue was observed. During device log review, error 51 were found which confirms the reported event. Some other technical errors such as 51 and 99 were also found in the log but were already reported with a previous medwatch report in 2020 (MFR #3000240707-2020-00041). The reported device was received in (B)(6) and its investigation was performed by our local technical team. Upon plugging the device in ac power, no sound was emitted. Several tests were performed but the pressure test could not be completed and an error 51 was triggered. The reported event was therefore reproduced. The power supply board was replaced in order to solve the issue. The defective part was sent to brézins for further investigation. Upon visual inspection the board was cross tested and safety alarms were delibaretely created for error 51. All tests performed successfully and no technical error was found. However as provided log confirms the reported event it seems that the error appears randomly. Unfortunately the root cause cannot be confirmed as this type of error can only be analyzed with the associated device. To our knowledge this complaint is not related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error code 51 (found during evaluation); power board replaced.